Event description:
A customer observed biorad quality control results for two different quality control levels shifted high outside of established ranges using the non-vitros siemens emit® 2000 phenobarbital assay manufacturer validated application (phbrs mva) assay tested on a vitros 5,1 fs system. Biorad l1 results of 79.1, 80.2, 82.0,79.0, and 80.9 umol/l vs. The expected result of 63.8 umol/l. Biorad l2 results of 288.8 and 289.9 umol/l vs. The expected result of 273.5 umol/l. Patient results were not processed while the quality control results were out of range, and there was no allegation of harm. However, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that the assignable cause of the event was user error, as the customer had incorrectly configured the standard dilution on the vitros 5,1 fs system for the phbrs mva assay to be 2.0, when the correct standard dilution should be 1.0. Configuring the correct standard dilution resolved the issue. The vitros 5,1 fs system was performing as configured and did not malfunction.